Event description:
The customer reported that the 9800 system's image was dark on the monitors during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The malfunction could not be duplicated. The image processing board was replaced. The system was tested and operates as intended.